Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose coupler and leak test fail. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. The most probable root cause traced to component failure. A definitive root cause could not be identified, it is likely the failed leak test was due to cable damage. A definitive root cause could not be identified for the loose coupler. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had interference occurring on the monitor from hd cord. The issue occurred during diagnostic laparoscopic cholecystectomy procedure. Switching of the hd cord eliminated the interference on the monitor. The intended procedure was completed with a replacement of high definition cord. There was 10 min procedural delay but no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had interference occurring on the monitor from hd cord. The issue occurred during diagnostic laparoscopic cholecystectomy procedure. Switching of the hd cord eliminated the interference on the monitor. The intended procedure was completed with a replacement of high-definition cord. There was 10 min procedural delay but no reports of patient harm.